Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the device was not able to be ¿tuned.¿ the battery was replaced. No further complications were reported or anticipated.